Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 3.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient went into a complete heart block. Temporary pacemaker was placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, on the same day, a permanent pacemaker was implanted to resolve this event. The implanter classified this event as being related to the performance of the device. The patient was discharged.

Manufacturer narrative:
An event of complete heart block after the implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the exact cause of the reported heart block could not be conclusively determined. The surgical intervention was a result of case-specific circumstance as patient received a permanent pacemaker due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721; medical device problem code.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Post-implant, a permanent pacemaker was implanted to resolve this event. The patient was in a stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.